Manufacturer narrative:
Device evaluation was completed on (B)(6) 2012. No issues were found with the device or the electrodes. One of the leadwires was intermittent, which could have caused erratic current delivery. However, we have no way of knowing whether the leadwire behaved in an intermittent manner in this situation, and, if so, whether such behavior contributed to the seizure. No issues were discovered during the review of production and repair data nor during the review of complaint history.

Event description:
It was reported that a patient had a reaction when using the 300pv device. The patient ended up in the emergancy room after a "localized seizure event". The symptoms lasted for several hours and required medication. The 300pv device was being used in a custom mode set up by the physical therapist. The patient has discontinued using the device.

Manufacturer narrative:
The device has not been returned for evaluation. When more information becomes available a follow-up report will be submitted. Device not returned to manufacture.